Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt's first stimulation device battery gave out in 5 months. Add'l info received indicated the cause of the event was unk. The pt experienced a return of pre-existing pain and no stimulation. The pt was seen for reprogramming and the battery "was not functioning." The device was replaced. The pt outcome was reported as "no injury".